Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced chest wall abscess in left thoracotomy wound around the pump. Cultures grew klebsiella pneumoniae. Antibiotics infusions were started. Patient went to the operating room twice for incision and drainage. On (B)(6) 2018, incision and drainage and muscle flap wound coverage was perform. No additional information was provided.